Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "device that at the time of its installation a resident notices that the needle does not fit the guide, apparently of smaller caliber, the input is changed and the product is changed, which fits without difficulty." No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened cvc kit for analysis. The guide wire assembly was returned; however, the only needle that was returned was the catheter over needle subassembly. Signs of use in the form of biological material were observed on the returned catheter over needle. Visual analysis revealed that the guide wire contained one major kink and two offset coils throughout the body. This resulted in the distal j-bend to be slightly misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 290mm form the proximal end. The offset coils 584mm and 590mm from the proximal end. The guide wire total length measured 603mm which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured .798mm which is within the specification limits of .788mm-.826mm per the guide wire product drawing. The outer diameter of the 20ga introducer needle (from catheter over needle subassembly) "measured" .03575" which is within the specification limits of .0355"-.0360" per the cannula product drawing. The cannula inner diameter at both the distal and proximal ends measured .0230" which is within the specification limits of .0230"-.0245" per the cannula product drawing. Dimensional analysis could not be performed on the 18ga introducer needle as it was not returned for analysis. The swg was advanced through the returned ars and a lab introducer needle subassembly. The swg passed through with minimal resistance. Performed per IFU statements, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a "firm" grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth". Functional inspection of the introducer needle could not occur since the needle was not returned. Passage of the guide wire though the 20ga needle from the catheter over needle assembly is not the intended use of this device. A manual tug test confirmed that the distal and proximal welds were fully intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through examination of the returned sample. The guide wire contained one major kink and two offset coils. The guide wire met all functional and dimensional requirements during investigation testing. A device history record review was performed, and no relevant findings were found. Based on the customer report and the sample received, intentional user error likely caused or contributed to this event as the customer likely inserted the guide wire through the catheter over needle subassembly, which is not the intended use. A customer in-service request has been initiated. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: "device that at the time of its installation a resident notices that the needle does not fit the guide, apparently of smaller caliber, the input is changed and the product is changed, which fits without difficulty." No patient involvement.